Manufacturer narrative:
Evaluation, result - device was returned without the suture or implants and device needle was found bent. Conclusion - device malfunction is being addressed. Product evaluation: one fast-fix 360 straight ndl delivery sy device was returned for evaluation of the reported complaint. The device was returned without a suture or implants. The device needle was bent and in the post-deployment position and the actuator would not return fully. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. The reported complaint could not be replicated without suture or anchors. (B)(4).

Event description:
During a knee arthroscopy meniscal repair utilizing a fast-fix 360 straight ndl delivery sy, it was reported that t1 deployed correctly inside the meniscus and t2 deployed prematurely. The surgeon did not hear a clicking sound. The surgeon removed both t1 and t2 with a grasper and the procedure was completed with another fast fix that was opened. There was a one minute delay in the procedure with no reported patient injuries or complications.